Manufacturer narrative:
The return of the suspect device has been requested.(B)(4).

Manufacturer narrative:
One sample of an endobronchial tube was received for investigation. An investigation could not detect any issues on the returned sample. The customer reported failure mode was not verified. (B)(4).

Event description:
It was reported by a customer that during test prior to patient use, the mallinckrodt tracheal tube cuff was unable to be inflated or deflated. There was no patient involvement.